Event description:
It was reported that the procedure was to treat an 80% stenosed lesion located in the heavily calcified proximal ostium of the left circumflex artery. After rotablation was performed in the calcified lesion, a perforation in the vessel was observed. The 2.8x19 mm graftmaster stent delivery system (sds) was being used to cover the perforation; however, failed to cross and during retraction of the sds the graftmaster, resistance was felt and the shaft became kinked. A 3.5x19 mm graftmaster was able to cross successfully for treatment of the perforation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Return device analysis revealed a hypotube separation which has been confirmed to have occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported kink and shaft separation were confirmed. The reported failure to advance and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.